Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test and displacement test. The device was monitored and no blank display anomalies noted. Power connector plugged in and locked in place properly. The device received with cracked case on the back at the battery tube area and belt clip rail case corner.